Manufacturer narrative:
Results: the benchmark was fractured approximately 4.5 cm from the hub. The device was kinked approximately 63.0 cm from the hub. The device was ovalized from approximately 95.0 ¿ 100.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a fracture near the hub. If the device is forcefully retracted against resistance or otherwise manipulated at extreme angles during retraction, damage such as a fracture may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the fracture could not be determined. Further evaluation revealed a kink and ovalization. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior communicating artery (pcom) using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra sheath and a non-penumbra microcatheter. During the procedure, the physician made a pass using the benchmark, sheath and microcatheter. The benchmark was then removed; however, while retracting the benchmark out from the patient, the physician noticed the proximal end of the benchmark was damaged. The procedure was completed using a new benchmark, the same sheath and microcatheter. There was no report of an adverse effect to the patient.